Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced erroneous results. This is report 6 of 6 the following information was provided by the initial reporter: the customer stated "there was low h&h result. Additional information: customer pulled some recent cbcs from each account and for the most part, all h&hs were in normal range except one: wm294008 (hb 9.7 /hct 28.1) date of collection (B)(6) 2020 from (B)(4) diamond private physicians with no noted clots. They may not have had the new by then yet but we can keep an eye on it. ¿ customer stated he didn't know what lot number this was and was not reporting that there was an issue for this sample just that he pulled a report and that it was the only sample that was low.